Event description:
The complainant is the spouse of an insulin dependent diabetic. Spouse states that spouse rec'd a reading of 518 mg/dl at 9:30 pm and gave pt 2 units of regular insulin. At about 11:00 pm pt was "out of it". The rescue squad was called and pt was taken to the hospital. At the hospital pt's blood sugar was below 17 mg/dl (method unknown). While on the phone a review of the operation of the meter was made. Check paddle and control solution testing was found to be satisfactory. However, the customer did not have the meter programmed to match the particular lot of strips. This was corrected and a repeat of testing was likewise satisfactory. A request was made to have the system returned for eval.